Event description:
Subsequent to uneventful lasik surgery with the intralase fs laser, the pt's visual recovery has been delayed. Preoperatively, the pt's best corrected visual acuity (bcva) was 20/20 in both eyes. At the 2-month postoperative visit, the pt's bcva was 20/50 os with approximately 1 diopter of overcorrection. There have been no secondary surgical interventions performed at this time. Vision (bcva) in od eye was 20/25 at the 2 month postoperative visit.